Manufacturer narrative:
Follow-up #1: date of submission 02/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings:the complaint of a blank screen could not be confirmed or duplicated on investigation; the display was not blank during testing. The display flex was found to be properly connected. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored and that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.